Event description:
Air was drawn in the product when inserting a device such as a balloon catheter.

Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by air getting into the product during operation of the concomitant device due to the influence of such as the insertion speed with the device inserted into the product, but the detailed cause could not be identified.